Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The freestyle libre system does not have the alarm function and as such, did not malfunction. This issue is being reported as customer was expecting a freestyle libre 2 device and received the incorrect product from adc. The date of event is unknown. The date entered is based on the report of "the first days of (B)(6) 2022." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect product delivery issue was reported. It was reported that in (B)(6) 2021, the customer was sent a freestyle libre reader instead of the freestyle libre 2 reader as ordered. In (B)(6) 2022, customer was at school and "due to a lack of glucose alarms" on the freestyle libre device, was reportedly unable to monitor changes in blood glucose. Customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucose by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An incorrect product delivery issue was reported. It was reported that in june 2021, the customer was sent a freestyle libre reader instead of the freestyle libre 2 reader as ordered. In march 2022, customer was at school and "due to a lack of glucose alarms" on the freestyle libre device, was reportedly unable to monitor changes in blood glucose. Customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucose by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An investigation was conducted for the reported complaint in which the customer was not able to receive glucose alarms due to the use of a fs libre reader. Alarms are only available when using a freestyle libre 2 sensor and the freestyle libre 2 reader or freestyle librelink app. A tripped trend review was conducted for the reported complaint and freestyle libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An investigation was conducted for the reported complaint in which the customer was not able to receive glucose alarms due to the use of a fs libre reader. Alarms are only available when using a freestyle libre 2 sensor and the freestyle libre 2 reader or freestyle librelink app. A tripped trend review was conducted for the reported complaint, fs libre reader, and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect product delivery issue was reported. It was reported that in june 2021, the customer was sent a freestyle libre reader instead of the freestyle libre 2 reader as ordered. In march 2022, customer was at school and "due to a lack of glucose alarms" on the freestyle libre device, was reportedly unable to monitor changes in blood glucose. Customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of glucose by third-party. There was no report of death or permanent impairment associated with this event.